Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5037833) in united states on 12-nov-2014 who had essure (fallopian tube occlusion insert) inserted in 2013. According to the consumer, she had essure coils placed in 2013. Ever since then, she had excruciating pelvic pain, abdominal and pelvic pain (to the point of crying after intercourse), migraines everyday and excessive itching. She was hospitalized four times because of pain in her pelvis. It felt like a sharp stab or pinched nerve. She was bloated all the time and felt nauseated everyday. Essure completely ruined her and her children's lives because ever since she got it, her health and daily activities have gone downhill. She was never warned by any doctors that the implants were nickel; she was allergic to nickel. She had three miscarriages since she had the essure coils placed (other 2 cases were created). Correction performed on (B)(6) 2014: after internal review, the listedness of the event miscarriage was amended to unlisted. The event pruritus was changed to listed and its company causality was amended to related to essure. Also, since the consumer stated that she was nauseated everyday, the nausea did not occur post insertion procedural, therefore, it was considered unlisted too. The product technical complaint investigation and final assessment were received on 04-dec-2014. The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted, experienced pain in my pelvis, it feels like a sharp stab or pinched nerve in my pelvis, became pregnant and miscarried. Pelvic pain is serious due hospitalization and listed. Pregnancy is non-serious and also listed, while miscarriage is serious due medical importance and unlisted in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, limited information was provided. Therefore, a device inefficacy cannot be totally excluded and causal relationship with essure use is assessed as related. Although gestational age has not been provided, spontaneous abortions occur mostly during the (B)(6) weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, so the event is considered as unrelated to essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this report, since the insertion, the patient experienced excruciating pelvic pain and was hospitalized four times due to this pain. Given the nature of the event and the fact that it led to hospitalization, causality is assessed as related to essure use and the case is regarded as incident. Additionally non-serious events were reported. The technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information is expected.

Manufacturer narrative:
Updated ptc investigation result provided on 04-oct-2015: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and right after implantation, she bled for over a month (interpreted as post procedural bleeding). She also experienced pain in pelvis, it feels like a sharp stab or pinched nerve in pelvis (interpreted as pelvic pain), became pregnant and miscarried three times (two other cases were created for each miscarriage). Due to pelvic pain she was hospitalized 4 times. Post procedural bleeding and miscarriage are serious due to their medical importance. Pelvic pain is serious due hospitalization and listed. All events but miscarriage are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, limited information was provided. Therefore, a device inefficacy cannot be totally excluded and causal relationship with essure use is assessed as related. Although gestational age has not been provided, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, so the event is considered as unrelated to essure. In this report, since the insertion, the patient experienced excruciating pelvic pain, she also bled for a month since insertion. Given the suggestive temporal relationship, the nature of these events and lack of alternative explanation, both pelvic pain and post procedural bleeding are assessed as related. This case is regarded as incident due to essure-related hospitalization. Additionally non-serious events were reported. The technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 22-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# (B)(4)). A (B)(6) female consumer reported that she got essure implanted in (B)(6) 2013. As soon as the implantation was finished, she bled for over a month, losing very big blood clots and using a box of tampons a day. Consumer also reported that essure caused her severe abdominal and pelvic pain every day. She has very bad migraines on top of blurry vision, dizzy spells, memory loss, no sex drive and constantly breaking out in hives because of the nickel. She found one of the pet fibers out of one of her coils on a piece of toilet paper. When she tries to have intercourse it hurts so bad she cries and cannot stand up straight (her husband also says he can feel something scraping him) (husband case number (B)(4)). In addition, consumer informed that she has had miscarriages many times. She was scheduled for a hysterectomy because her doctor said they needed to be out. Also according to consumer, essure has caused her to have hyperthyroidism, endo (as reported) and fibromyalgia and states that she went through pain and suffering. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and right after implantation, she bled for over a month (interpreted as post procedural bleeding). She also experienced pain in my pelvis, it feels like a sharp stab or pinched nerve in my pelvis (interpreted as pelvic pain), became pregnant and miscarried three times (two other cases were created for each miscarriage). Due to pelvic pain she was hospitalized 4 times. Post procedural bleeding and miscarriage are serious due to their medical importance. Pelvic pain is serious due hospitalization and listed. All events but miscarriage are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, limited information was provided. Therefore, a device inefficacy cannot be totally excluded and causal relationship with essure use is assessed as related. Although gestational age has not been provided, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, so the event is considered as unrelated to essure. In this report, since the insertion, the patient experienced excruciating pelvic pain, she also bled for a month since insertion. Given the suggestive temporal relationship, the nature of these events and lack of alternative explanation, both pelvic pain and post procedural bleeding are assessed as related. This case is regarded as incident due to essure-related hospitalization. Additionally non-serious events were reported. The technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Upon internal review it was noted that the following information was incorrectly submitted to 2051250-2014-00512: follow up information received on 17-mar-2015: the required number of follow up attempts has been performed and there has been no response. Company causality comment:this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure(fallopian tube occlusion insert) inserted, experienced pain in my pelvis, it feels like a sharp stab or pinched nerve in my pelvis, became pregnant and miscarried. Pelvic pain is serious due hospitalization and listed. Pregnancy is non-serious and also listed, while miscarriage is serious due medical importance and unlisted in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, limited information was provided. Therefore, a device inefficacy cannot be totally excluded and causal relationship with essure use is assessed as related. Although gestational age has not been provided, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, so the event is considered as unrelated to essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this report, since the insertion, the patient experienced execrating pelvic pain and was hospitalized four times due to this pain. Given the nature of the event and the fact that it led to hospitalization, causality is assessed as related to essure use and the case is regarded as incident. Additionally non-serious events were reported. The technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.